Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient stated they had bupivacaine in the pump but it didn't work. When the healthcare provider increased the setting the patient had a seizure and the medication was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.